Event description:
It was reported that a minicap was cracked. The cracks were observed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The minicap has not been reported to be available for evaluation, but a photo sample is available. A batch review of the associated lot number will be performed. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number ps44f6 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed on a picture of the sample that was provided. The visual inspection noted a crack in the minicap. The cause of the reported problem could not be determined. An icar was sent to the manufacturing facility responsible for the molding of the product. Upon further investigation, it was determined that the molding process was within specification. Should additional relevant information become available, a follow-up report will be submitted.